Manufacturer narrative:
(B)(4). Asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: did the broken top jaw fall into the patient? Yes. Was the broken to jaw retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? It cause a delay in the surgery because they have to find the jaw to retrieve it from the patient, and they had to replace the medical device. Is the broken top jaw being returned with the device? Yes. Or, was the broken to jaw tip discarded? No.

Event description:
It was reported that during a cystectomy procedure, the upper jaw broke. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #m9106w. The device was returned with the upper jaw detached not returned and with the top of the I-blade upper tip broken off not returned. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.